Event description:
In 2008, the patient reported elevated blood glucose readings of 265-345 mg/dl. He stated these readings occur in the early morning hours and when his accessories are in the fourth day of use. He said he has no symptoms and he corrects his readings by bolusing insulin through his infusion device. During troubleshooting, the patient stated he changes his insulin cartridge, tubing and headset at the same time regardless of use time. The patient was advised to change his infusion headset every 2-3 days and his cartridge and tubing every 6 days. Site management and dawn phenomena were discussed with the patient. He was advised to change his accessories on the third day. The patient did not require assistance from healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.